Event description:
It was reported by service report that the lock bar struts broke and the frame bent while transporting a patient. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the lock bar struts broke while transporting a patient. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The unit was inspected and found to be non-repairable. The issue was resolved for the customer by the customer replacing the entire unit,